Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter facility name, initial reporter address 1, initial reporter city) has been updated based on the additional information received on (B)(6) 2024. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: the returned sensation snare was analyzed, a visual inspection was performed, and it was found that the working length and wire were kinked at the medium section, and the working length was torn at the tip. Additionally, it was found that the loop was bent. During functional inspection, the device was extended and retracted in the 10- inch loop fixture, and the loop could extend properly without any issue. A continuity and electrical test was performed, and it was noted that the device was found to be within specification. No other problems with the device were noted. The reported event of loop failure to cut was not confirmed. It is likely that these problems occurred due to how the device was handled and manipulated, which may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used for a polyp in the colon for a polypectomy procedure performed on (B)(6) 2024. During the procedure, on its first cut it loses quality and does not cut. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.